Event description:
It was reported that patient was complaining of pocket pain and muscle stimulation. High threshold was also noted on associated lv lead. The rv lead and ICD were electively explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.